Event description:
The customer (user), veterans administration medical center - (B)(4), contacted diagnostica stago (dsi) regarding the usage of an instrument with the incorrect isi value. This was attributed to the fact that the customer erroneously ordered calibration for the prothrombin time assay versus the qc. Subsequently, the customer was advised to cancel the calibration and restore the previous curve. To accomplish this, the reference time had to be re-entered but the isi was not changed, but instead, the system entered the default isi value = 1.00. Following this incident, the isi value was returned to the correct value and testing continued. Review by the customer revealed that several hundred pts were exposed to testing utilizing the incorrect isi values which could potentially have contributed to incorrect therapy. Further investigation by (B)(4) determined that only one (1) pt's therapy was impacted which accounted for the pt missing one (1) treatment cycle. The therapy for this pt immediately resumed as intended. As of this date, dsi is not aware of any add'l pt impact.

Manufacturer narrative:
Contact office/agent: the unit was adjusted with correct isi value and is presently in use. No further condition with respect to the incorrect isi value is apparent. The hospital has not reported any further incident related to the device.